Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a5, a6, b5, h6.

Event description:
Patient reported left side "intracapsular rupture with complex debris with silicone leak". Healthcare professional later reported capsular contracture baker grade unknown and extracapsular rupture. Healthcare professional additionally reported capsular contracture baker grade IV". Device has been explanted and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, d1, d2a, d3, d6b, g1, g4, h6.

Manufacturer narrative:
There is no complaint against an abbvie device. Record is no longer FDA reportable.

Event description:
Patient reported left side "intracapsular rupture with complex debris with silicone leak" diagnosed via ultrasound. Later, healthcare professional reported capsular contracture and extracapsular rupture. Healthcare professional later confirmed "grade 4" of a non-abbvie device. As the device is non-abbvie, this record is no longer reportable to the FDA. There is no complaint against an abbvie device. Device has been explanted.

Event description:
Patient reported left side "intracapsular rupture with complex debris with silicone leak". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.